Event description:
It was reported that the customer had sensor glucose and blood glucose differences. Customer stated that her blood glucose level was 207 mg/dl and her sensor glucose level was 45 mg/dl. Customer also reported that her sensor glucose reading was low and her insulin pump keeps trying to suspend. Customer stated that the sensor glucose reading never varies more than two points since it has been on, except once it was over 100. Troubleshooting was performed and customer was advised that a high cal factor may indicate the sensor is not responding well to changes in glucose or can result from inaccurate calibrations. Customer was also advised that a trend of a higher blood glucose level than a sensor glucose level could mean the sensor is not responding well to changes in glucose. Customer reported that the cannula is slightly bent. Customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.